Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing, the colonovideoscope, when inserted into the washing machine, the device stops, due to clogging of nozzle, foreign objects come out of distal end. There was no patient involvement.